Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that knives were not sharp and were noted to be bent. Procedure details and patient impact information is unknown. Additional information received confirmed that the unsatisfactory knives were noted during surgery. Knives from another box were obtained in order to perform the procedure. There was no patient adverse event experienced.

Manufacturer narrative:
No sample has been returned for evaluation for the report of the knife was not sharp and was warped therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are three additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).